Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the black box showed evidence of no delivery, no prime, no cartridge detected warnings. The rewind, load cartridge and prime steps were successfully completed with no alarms duplicated. The load step calibration test showed the pump was not detecting the correct force. Moisture ingress was observed on the force sensor pins and in the force sensor housing. The force sensor resistance was out of specifications. The complaint was observed in pump history but was not duplicated during testing. Unrelated to the initial allegation, the display screen was dim and discolored.